Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the event was not reported. The patient did not require hospitalization. The patient was treated with injections of vancomycin (1g, stat dose, intraperitoneally (ip)) and injections of tazomac (4.5g, intravenous, twice a day, duration not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from the event. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).